Event description:
It was reported that during a procedure to treat an unspecified lesion, the 3.75x15 mm nc trek rx balloon dilatation catheter ruptured. There was a 5 minute delay in the procedure. There was no adverse patient effect and no significant impact to the patient due to a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed, however there was a noted tear in the outer member. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.